Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, when clamping the left lower lobe (segmented), the stapler failed in stapling and cutting the line.